Manufacturer narrative:
The service engineer reported that during the controls of the device, it was determined that the alarm led error was due to the malfunctioning of the keypad. Based on previous investigations performed, the primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led.

Event description:
The customer reported "alarm led" malfunction error. There device was not in clinical use, no user or patient harm reported.

Manufacturer narrative:
B4:29jul2021. The customer replaced the power switch overlay to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
B4:21may2021. Information was received that the unit was in use when the reported issue occurred. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Patient information although requested was not provided. The service engineer (se) inspected the device and found the issue to be with the power switch overlay. The customer was sent a quote for service/repair of the device.